Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
After the grey dilator was removed from the device, blood leaked severely around the valve. It would not leak from the valve itself but from between the blue portion and grey portion of the valve. The procedure was completed successfully by replacing the sheath. The pt did not require any additional procedures due to this occurrence.